Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 380 mg/dl with nausea, polydypsia, polyuria and blurred vision associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the basal delivery totals and basal history matched and were recorded properly. Also during troubleshooting, it was revealed that the pump was not calculating the recommended bolus total correctly. This complaint is being reported because the patient allegedly experienced hyperglycemia due to the pump not calculating the bolus total correctly.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/18/2015 with the following findings: the last basal delivery was on (B)(6) 2014 and the last bolus delivery was on (B)(6) 2014. The pump booted to the verify screen with audible and vibratory features. The pump was exercised for 24 hours with no errors, alarms or warnings emitted. An ezbg bolus and an ezcarb bolus were manually calculated and the pump correctly calculated the same units. The pump¿s bolus calculation feature was found to be functioning properly. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.